Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the e-100 generator to correct the reported problem. The system was tested and verified as ready for use. Isi received the e-100 unit involved with this complaint, but failure analysis testing has not yet been completed. A follow-up MDR will be submitted following completion of the testing and if additional information is received. Per a review of the logs, the following was confirmed: system serial # (B)(4), event date (B)(6) 2022, console surgeon, and procedure name (paraoesophageal hiatal hernia). A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the additional information obtained from field service engineer investigation, this complaint is considered a reportable event due to the following conclusion: the field service engineer replicated the customer reported complaint against the e-100 and the unit was replaced to correct the problem. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the vessel sealer instrument was not working. The caller stated that there were no lights over the instrument port on the e-100 generator. The tse verified that they attempted to reseat the instrument and that the cord was installed correctly with arrows aligned. The tse had the caller reboot multiple times including moving the cord to a different outlet and verifying that they were not plugged into to an extension cord or power strip. The tse requested to try a second vessel sealer instrument; however, the customer did not think that the surgeon would want to do that. The caller stated that they will continue to use the vessel sealer with the erbe generator, which is working fine. The or staff was continuing with the procedure, intuitive surgical, inc. (Isi) has reached out to the reporter to obtain additional event and patient demographic information but has not yet received a response as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-100 generator involved with this event and completed the device evaluation. The unit was installed into a test system and it worked fine with a synchro seal instrument installed. The synchroseal was tested with saline-dipped gauze in the jaws and the cut/seal was activated about 100 times and the e-100 generator worked without any issue. The reported issue could not be replicated.